Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion sometimes stops working and shuts off. There was no reported serious injury to the patient.

Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation. The customer's reported product problem was verified.  The device would not hold the program. The pwa board was not functioning properly and was replaced.